Event description:
It was reported that pump experienced malfunction alarm identified as malf 9 with no notable events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Minor child¿s mother had not addressed the elevated bg at the time of report. Technical support provided pump reset instructions, but customer was unable to perform reset at that time due to lack of charging supplies. Multiple attempts were made by tandem¿s technical support for follow up no response was received.